Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral rupture and "palpable irregularities" discovered by ultrasound. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: granuloma and capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: no openings observed in the device. Additional observations: crease flat observed in the device. Deformation observed in the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6. The event of "implant intolerance" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "implant intolerance".

Event description:
Patient reported "palpable irregularities" and suspected rupture discovered by ultrasound. Physician additionally reported capsular contracture baker grade ii. Subsequently patient informed "I am not ill with bia-alcl. Implant intolerance was diagnosed". This record relates to the right side. Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: no observed openings in the device. - visibility/palpability: unable to confirm as it is a medical event not related to the device. - lymphoma-alcl-suspected: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "capsular contracture baker grade 2", "bia-alcl". Histopathological markers cd30+ and alk- have not been received. The device has been explanted. Lymphoma-alcl-suspected was coded for the contralateral side in mrn # 9617229-2022-14483 , therefore not being reported for the right side until further details regarding the diagnostic and the laterality are received.